Event description:
It was reported to boston scientific corporation that orca valves was used during an endoscopy procedure on (B)(6) 2026. During the procedure, the air/water button was leaking, and occasionally spraying water. The procedure was completed after switching to an orca device from a different lot number. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: there were two reported physicians: dr. (B)(6) and (B)(6). Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.